Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received two devices opened by the account with the appropriate display box and blister packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instruments. Witness marks from the needle tip impacting the bevel wall were only observed on instrument one. Sheering was observed on the toggle switches for instrument one. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic para-esophageal hernia repair with nissen fundoplication and laparoscopic cholecystectomy procedure, the device became stuck closed and the needle could not be moved. The device was removed and a second device was opened. This device also malfunctioned and the needle would not stay positioned in the device. The second device was removed and the surgeon continued by hand-sewing the anastomosis. The device was difficult to toggle, difficult to load and difficult to unload. There was no harm to the patient.